Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver was charged and will boot. The receiver data log was downloaded and reviewed, and no issues were observed related to the complaint. A global receiver functional test was performed and resulted in no failures related to the reported event. The reported event of receiver screen was not responding is not confirmed. The probable cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver screen was not responding. A receiver has been provided for evaluation and is pending investigation. No additional event or patient information is available.